Event description:
The reporter stated that the device leaked fluid during use causing blood return at the connection between the valve and the catheter. There was no injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that samples were available; however, product has not been received. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a cause without returned product investigation. A f/u MDR will be submitted should info become available which impacts this investigation. No additional action is necessary at this time.